Event description:
While attempting to defibrillate a pt in ventricular fibrillation, the device displayed a "poor pad contact" and failed to discharge approx five times. The clinician then applied "very hard pressure" on the defibrillator paddles and the device successfully discharged and the pt's heart rhythm was successfully converted. Complaint indicated that there was no adverse effect to the pt as a result of the reported malfunction. Complainant also indicated that, subsequent to the pt event, the device was evaluated at the station house but the reported problem could not be reproduced.